Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 09/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/13/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after 4-5 weeks of the spaceoar vue placement procedure, a cone beam computed tomography scan revealed that the hydrogel had migrated inferiorly. By the end of week five, the gel had moved into the soft tissue of the perineum. The patient visited the emergency room, complaining of a "golf ball" sensation in the perineum. An ultrasound was performed, diagnosing the patient with an abscess, which was subsequently drained. Cultures did not grow any bacteria, and the patient never exhibited fever or elevated white blood cell count. After consulting with our genitourinary team, the patient completed the remaining fractions of radiation therapy. The patient was requested to return for follow-up with magnetic resonance imaging and lab tests, he did not return after completing radiation therapy. It was also reported that the patient had to have the spaceoar vue removed surgically.

Manufacturer narrative:
Additional information block b5 has been updated with the additional information received on october 21, 2024. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after 4-5 weeks of the spaceoar vue placement procedure, a cone beam computed tomography scan revealed that the hydrogel had migrated inferiorly. By the end of week five, the gel had moved into the soft tissue of the perineum. The patient visited the emergency room, complaining of a "golf ball" sensation in the perineum. An ultrasound was performed, diagnosing the patient with an abscess, which was subsequently drained. Cultures did not grow any bacteria, and the patient never exhibited fever or elevated white blood cell count. After consulting with our genitourinary team, the patient completed the remaining fractions of radiation therapy. The patient was requested to return for follow-up with magnetic resonance imaging and lab tests, he did not return after completing radiation therapy. It was also reported that the patient had to have the spaceoar vue removed surgically. Additional information. A patient underwent radiation therapy for prostate cancer, with a spaceoar gel implant inserted to reduce rectal toxicity. However, the patient developed a painful mass in the perineum, which was initially diagnosed as an abscess. After incision and drainage, the cultures came back negative, revealing that the mass was actually the migrated spaceoar gel. Reviewing the patient's cbct scans, the doctor noticed that the gel had been slowly moving inferiorly towards the perineum through the needle track over the course of the treatment. Despite having only two fractions left, the patient completed the treatment but did not return for follow-up, as they were a va patient. The doctor believes that the gel migrated through a needle tract that never fully closed, allowing it to reach the perineum.